Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage of fibre bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to a broken video cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had stripes in the image as well as a flickering image. The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had stripes in the image as well as a flickering image. The event occurred during preparation for use. There were no reports of patient harm.